Event description:
It was reported that the pump's alarm volume and vibration were too low. There was no reported adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.